Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not able to inflate the device. The ipp was explanted. There were no patient complications reported.